Manufacturer narrative:
This report is submitted on october 25, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced a performance decrement; reprogramming attempts were made, however, the issue could not be resolved. Revision surgery to explant and reimplant the device has been scheduled, however this has not occurred as of the date of this report.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2018 and the patient was reimplanted with another device during the same surgery. This report is filed on november 05, 2018.